Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle bends during injection and broke off. Went for x-ray and needle was not present on x-ray. No additional medical attention received. Verbatim: consumer reported needles bending during injections. Stated today one needle broke off during the injection and she thought maybe it was stuck in her stomach. Stated she couldn't find it on the counter or the floor so she does not know where the needle went. Stated she called her doctor and they advised her to go for an x-ray. Stated she went for an x- ray today at the urgent care and the needle was not present on the x-ray."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA broke at the cannlua during use. The following was reported by the initial reporter: "it was reported that needle bends during injection and broke off. Went for x-ray and needle was not present on x-ray. No additional medical attention received. Verbatim: consumer reported needles bending during injections. Stated today one needle broke off during the injection and she thought maybe it was stuck in her stomach. Stated she couldn't find it on the counter or the floor so she does not know where the needle went. Stated she called her doctor and they advised her to go for an x-ray. Stated she went for an x- ray today at the urgent care and the needle was not present on the x-ray."